Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: 2003-(B)(6), product type: catheter. (B)(4).

Event description:
It was reported that there was return of patient symptoms. The patient symptoms of increased spasticity and pruritus/itching were reported to the healthcare professional (hcp) on saturday (2015-(B)(6)). The patient was being seen in clinic the day of this report. Logs were normal. The reporter stated that the patient was in a group home recently and ¿nearly fell but was caught by someone.¿ the patient¿s last programming ¿appears to be¿ 2015-(B)(6). The drug that was used via the device system was lioresal. Additional information was reported that the patient had experienced baclofen withdrawal. The patient was hospitalized. The pump was interrogated with no issues. The symptoms of spasticity were noted to be severe. Follow-up was conducted to get further clarification on where the severe spasticity was located, as the document was illegible, but was not available at this time. The cause of the event was unknown, but the event was a probable catheter malfunction. The health care provider (hcp) could not get cerebrospinal fluid (csf) return. The catheter worked when baclofen was injected into the csf, as the patient did respond to the medication. Follow-up was conducted to get further clarification on the catheter, as a statement in the document was incomplete, but was not available at this time. The patient was noted to have recovered without permanent impairment. If additional information becomes available regarding follow-up attempts or additional intervention, the report will be updated.